Manufacturer narrative:
(B)(4). Device evaluation: the test strips and meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011 and (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. However, the test strips failed the quality control test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to another meter. The patient reported blood glucose results of "5.8 mmol/l" with a lifescan meter and "3.4 mmol/l" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected <=1.67 mmol/l. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.